Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-04498. This complaint will be closed as a duplicate.

Event description:
It has been reported to philips that the system did not fully boot up. All of the screens remained black. There was no reported patient or user harm. Philips has started an investigation of this compliant.